Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen was "whited out". There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.